Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a faulty wedge filter drive in the collimator on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.